Manufacturer narrative:
Correction: implant date. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. A bleeding polyp was clipped when the patient underwent a colonoscopy. Bleeding started again when the patient was placed back on anticoagulants. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced gastrointestinal bleeding (gib). The patient was admitted to the hospital on (B)(6) 2017 with hemoglobin (hb) of 6.2 and international normalized ratio (inr) of 3.6. Upper endoscopy (egd) was performed and active bleeding sites were repaired. Multiple units of blood were transfused. The patient left the hospital against medical advice on (B)(6) 2017. The patient presented to the emergency room on (B)(6) 2017 and was admitted. Hb was 7 and inr was 1.08. The patient was treated for the same active gi bleed. Egd on (B)(6) 2017 was clear. The patient underwent a colonoscopy the same day and a bleeding polyp was clipped. Bleeding started again when the patient was placed back on anticoagulants. On (B)(6) 2017 egd showed four actively bleeding arteriovenous malformations (avm) in the stomach which were treated with argon plasma. The patient was discharged (B)(6) 2017. No further patient complications have been reported as a result of this event.